Event description:
I've been using poligrip since (B) (6) 1989 until (B) (6) 2010. While using poligrip and other products (proctor & gamble). I begin suffering from severe head-aches and fatigue. Also tests were taken of my thyroid, which showed that it is not functioning properly. Blood tests taken showed high levels of zinc in my blood. As well my eyes are always watery and irritated. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: (B) (6) 1994 - (B) (6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.